Event description:
Patient presented to the physician, a week after the implant procedure, with a hematoma at the ipg site. Physician brought the patient into the operating room, removed the ipg, flushed the pocket with saline, placed the ipg back in the pocket, re-anchored, and closed. Physician prescribed antibiotics after the procedure was completed. This resolved the issue.